Event description:
The customer reported that two error codes displayed on the unit. One of the messages was a disconnect error. Evaluation of the returned unit found that it needed to be repaired for loose screws inside the unit.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4).